Event description:
The user had received a total bilirubin result of 16.15 mg per dl for one pt sample in a lithium heparin tube on (B) (6) 2009. The sample was automatically repeated on the analyzer due to a data flag and gave the same result. Due to this result, the doctor had the pt redrawn on (B) (6) 2009 in a lithium heparin tube and a result of 16.88 mg per dl was received. This second sample was also flagged and was automatically repeated and the same result was received. The doctor questioned the result and on (B) (6) 2009, the same sample was repeated with a result of 16.88 mg per dl and the same data flag. The user then sent the sample to another lab for testing on a dimension rxl and received a result of 0.3 mg per dl. A corrected report was issued for the pt on (B) (6) 2009. The user stated it is unk if the pt was adversely affected. The user indicated he did not think this was an instrument issue, but specific to the pt sample. The user did not want a service visit for this issue. If add'l info is received, appropriate notification will be provided.